Manufacturer narrative:
Customer service sent the customer 21mm breast shields for her to try. The customer indicated that she wanted to keep her original breast shields. In follow up with a complaint handler on (B)(6) 2019, the customer further alleged that she has issues with the 21, 24 and 27mm shields, that her areola touches the end of the tunnel when she used both the 21 and 24mm shields. She further alleged that she had plugged ducts, for which she was prescribed antibiotics, and her lactation consultant believes that the breast shields are causing her issue. Though the customer indicated that her lactation consultant was "confused" with her case because regarding the breast shield tunnel, the customer is comfortable with the 27mm, but regarding the areola, the customer prefers the 21mm. As a result, the customer is using both the 21 and 27mm sizes, but cannot confirm that her sizing issue is resolved because she continues to have issues with pain. The customer accepted an offer to use the services of a medela clinician, who made multiple attempts to contact her, with no response as of the date of this report. The clinician provided the customer via email very detailed information regarding breast shield sizing, successful breastmilk expression, proper breast shield placement and bra sizing. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that it hurt to use the symphony breast pump because the 24mm breast shields did not fit her properly. The customer indicated that she was fitted for the breast shields by a lactation consultant, who recommended that she use [non-medela] pumping pals with them.